Event description:
Reportedly, a physician reported high impedance and no capture during psa test at implantation.

Manufacturer narrative:
Upon reception, the tip of the subject lead and the pin connector were found bent, most probably due to several attempts to position and to test the lead with psa. After cleaning, the fixation mechanism worked as expected. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part (distal, lead body and proximal) of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue, and a lead position or lead contact issue could be suspected. Such lead positioning or contact issues incurred during implantation procedures are not completely unavoidable and may be associated with many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, a physician reported high impedance and no capture during psa test at implantation.